Event description:
It was reported that the left ventricular lead exhibited high thresholds in all configurations. The patient's device was programmed to ddd mode. The patient's condition was good and normal follow-ups are planned.

Manufacturer narrative:
No medwatch form was received.